Event description:
It was reported that the patient presented remotely. Upon review, the atrial lead exhibited noise oversensing which resulted in inappropriate auto mode switch (ams). No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Further information requested but was not received.